Manufacturer narrative:
The device history record confirms that the product was in specification when manufactured. No patient injury was involved. To resolve the device's issue, a foot pedal replacement was sent. Due to the site reporting that the device released an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the device released an unintended discharge of laser energy.